Event description:
The jetstream catheter was used to treat a lesion from the sfa to the popliteal artery. Initially, the physician advanced the device through the entire lesion with the tip not spinning. The device then retracted, without the tip spinning, within the artery. The physician then advanced the device in the minimum diameter mode with the tip spinning through the entire lesion. A contrast injection at this point revealed reasonable flow in the treatment area. Next, the physician used a 5mm by 40mm balloon throughout the length of the lesion. A second contrast injection showed slow flow below the knee. Subsequently, an angiojet device was used in the sfa, popliteal and tibial arteries to treat the slow flow. During the third contrast injection, a distal embolus was appreciated in the peroneal artery. The physician used the angiojet device again in the sfa, popliteal and tibial arteries. Another contrast injection showed no evidence of the embolus in the peroneal artery. The jetstream device was not used per the IFU. The IFU states, "the pv catheter should never be forced or pushed through the lesion", i.e., the tip should be spinning. It is unclear if the jetstream catheter, the balloon or angiojet device was the cause of the distal embolus.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation.